Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of a generator explanted due to end of service was completed on (B)(6) 2014. The supply current 1 ma test did not meet functional specification. This measurement demonstrated an increased current consumption on the battery and potentially could contribute to a premature end of service condition. Root cause for the increase current consumption in the supply current 1 ma measurement was confirmed to be the c6 component. The reason for the c6 component¿s increase in leakage current could not be determined. After the c6 component was substituted, the module level pulse generator performed according to the functional specifications. The out-of-limit supply current 1 ma could potentially be a contributing factor to the depleted battery condition; however, results of the battery life calculation indicated that the end of service condition was an expected event.